Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that while a bc2435 neonatal oxygen therapy nasal cannula and an rt329 infant continuous flow breathing circuit were being used on an infant, excessive water was found in the nasal cannula which sprayed into the infant's nose. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: neither the complaint rt329 infant continuous flow breathing circuit or the bc2435 neonatal oxygen therapy nasal cannula were returned to fph for investigation. Our analysis is based on the information provided by the hospital and results of previous investigations on similar complaints. Results: additional information received from the hospital revealed that the reported condensate was located mainly in the nasal cannula. The mr850 respiratory humidifier used with the rt329 breathing circuit was set to invasive mode and a temperature of 37°c was displayed on the humidifier. An incubator extension was used mainly outside the incubator unit. The reported ambient temperature around the infant and the circuit was normally set to the incubator's temperature of 32°c. Conclusion: the reported condensate in the nasal cannula is most likely due to the use of the incubator extension (whether inside and outside) in the incubator unit at a low ambient temperature of 32°c. The temperature range for incubators should be between 33°c and 39°c. Condensation in the nasal cannula can be minimised by removing the incubator extension and covering the temperature probe with a 900mr208 reflective shield to improve the humidifier's performance. Although not preferred, condensation is an expected side effect of heated pass-over humidification systems. The amount of condensate can be influenced by equipment set-up, settings and environmental factors, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubings. The bc2435 user instructions state the following: the extension supplied with the rt329 is only for use in an incubator. Use of the extension outside an incubator will cause excess condensate. Ensure that there is no excessive condensate in the tubing or cannula. Check for condensate regularly. Drain as required. Furthermore, the rt329 user instructions recommended monitoring while the circuit is being used on an infant. (B)(4).